Manufacturer narrative:
The failure investigation has been completed and the alleged battery depletion issue was verified while based on the analysis, the alleged speaker issue could not be verified.

Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received and evaluation is performed. H3 other text : device not returned.

Event description:
It was reported that the pump battery was depleting quickly resulting in the pump shutting off. Additionally, it was reported that the pump's alarm sound was not annunciating. The customer's blood glucose level was in 80 mg/dl - high (value not provided) range. A correction bolus via the pump was delivered to address bg. Reportedly, customer continued using pump for insulin therapy.